Manufacturer narrative:
A partial lead with the connector portion measuring 15.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a patient presented in operating room for device change. Externalized conductors were observed on the right ventricular lead. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and was in a stable condition before, during and after the surgery.

Event description:
New information states that fracture was noted on the right ventricular lead.